Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited debris inside the light guide lens and one light guide bundle had no light. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no light emitted from light guide bundle due to breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.